Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hard and distorted breasts, shooting pains, burning, red sore and constant twitching, brain fog, drained of energy.

Event description:
Patient representative reported that a patient experienced ¿hard and distorted breasts, shooting pains, burning, red sore and constant twitching, brain fog, drained of energy. Implants are dangerous and are linked to lymphoma.¿ healthcare professional also reported rupture. This relates to the right side. The device remains implanted.